Event description:
The customer stated that after calibrating magnesium on the architect c8000, the quality control (qc) shifted low. The level 3 qc dropped from 3.45 to 3.0 mg/dl. Level 1 qc dropped from 1.8 to 1.6 mg/dl. The abbott customer technical advocate ordered replacement boxes of calibrator for the customer. Upon receipt of the new lot of calibrator, the customer calibrated the instrument and the quality control returned in range. No impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in process. A final report will be submitted when the investigation is complete.